Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the surgeon reported that the sutures tore completely during use with the capio slim device. Multiple sutures were used, and three sutures from the same lot number were reported to have torn. The team has segregated this lot from the remaining stock as a precaution and have raised concerns that this may be a faulty batch". No patient harm or injury. The patient status is reported as "fine".